Manufacturer narrative:
The device was evaluated in the field and the issue was confirmed; there was a worn component.  The device was repaired and returned.

Event description:
It was reported that the brakes were difficult to engage/disengage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.